Manufacturer narrative:
Exact date unknown, event occurred two weeks post implant.

Event description:
It was reported that following an implant procedure, the patient was vomiting blood and was hospitalized. It was noted that the patient was anemic. It was also unknown if the said symptoms were device or procedure related.